Event description:
It was reported that there was a lead dislodgement. A repositioning attempt failed. The lead was explanted and replaced. It was further reported that the atrial lead also dislodged one day after implant. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event, and the patient's status was reported as "recovered".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected device code. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.